Event description:
It was reported that the patient suffered cardiac perforation as the ablation catheter was advanced and, unintentionally, entered the pericardia space. After attempting a difficult transseptal access the physician withdrew the needle, believing it created a channel. The physician was unable to advance the smarttouch catheter very far out of the transseptal sheath. They withdrew the catheter, injected contrast and visualized the contrast inside pericardiai space under flouro. They performed a transthoracic echo which showed pericardial effusion. The patient remained hemodynamically stable throughout the procedure. No ablation had yet been performed, though a map was made with a pentaray nav catheter. Bwi equipment in use: c3 system 14284 smarttouch catheter: d132705, lot# 17281043m pl1-w6ntm9. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).